Event description:
Customer reported she had been experiencing extremely high blood glucose. Customer stated that her doctor changed the settings on the insulin pump and she is still running above 400 mg/dl; treating with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test and the self test. No error alarms found in the history. Most recent blood glucose value is 322 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.